Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please specify. No. Did any needle piece(s) fall into the patient? Yes. If yes, was\were the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece(s)? Removed with a needle holder just after it happened. Was there any additional tissue damage as a result of searching for the needle piece(s)? No. If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Head nurse (B)(6), as mentioned in the complaint.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, the needle tip broke off 3 sutures during closure of uterus after c-section. Was surgery time extended as a direct result of incident? No what action was taken/required to manage the problem during the procedure? With same as product. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Twenty-four representative unopened samples were received for analysis. Product code v370h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. Following the sampling plan, a visual inspection was conducted on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.